Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed. The cause of the alarm was determined to be air in patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that he saw a few small air bubbles. The technical service representative (tsr) assisted hp to bypass to fill 1 on hp's request. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported problem, the hp did not note anything unusual with the supplies at use that night and stated that there were no issues with the supplies. The hp stated that their nurse has known about this problem. No further information was provided. There was no injury or medical intervention reported.